Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation issue.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the circumflex artery. Pre-dilatation was performed with a 2.5 mm trek and then a 3.0 mm trek balloon catheter. A 3.5 x 8 mm nc trek balloon catheter was then advanced but could not be inflated even though the inflation device was pressurized to 12 atmospheres. The balloon had been prepped outside the anatomy. The balloon catheter was removed and an attempt to inflate the balloon was made; however, the balloon still would not inflate when the inflation device was pressurized to 14 atmospheres. The procedure was completed with another balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.